Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 46 mg/dl. The customer did not experienced symptoms of low blood glucose value. It was unknown that how the customer treated low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose customer also reported insulin flow block alarm. Alarm resolved by complete set change. It was unknown if the customer was using auto mode or not at the time of incident. Customer declined troubleshooting for low blood glucose event. No further complications were reported. The customer will continue to use the device.